Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The valve was patent. It met the requirements for siphon, reflux, pressure-flow, and pre-implantation testing. However, it did not meet the requirements for leak testing due to a large tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. The returned peritoneal catheter met the specifications for patency and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4)

Event description:
It was reported to medtronic neurosurgery that during the preimplantation test the physician found that the valve was leaking from the siphon control device on the valve. A new device was used for the surgery and there was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.